Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd ultra fine¿ ii is hard to depress during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (60) 1cc, 8mm, 31g syringes in sealed poly bags with the shelf carton from lot # 6172771. Customer states that the barrel is too tight for the plunger. Thirty returned syringes were tested and all plunger rods were able to easily move through the barrel without any observed defects. As per manufacturing, a review of the device history record was completed for batch# 6172771. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.